Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated hybritech prostate specific antigen (hyb psa) results generated by access 2 immunoassay clinical system for one patient. The results were reported out of the laboratory. Subsequent testing on a newly collected sample produced lower result within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The samples were collected in serum separator tubes, and centrifuged at 3000 rpm for 10 minutes. Qc was within the established ranges since (B)(4) 2010. The system check results were within the instrument specifications on (B)(4) 2010. The customer stated a different patient's sample tested immediately before the event produced a very high result. The customer was instructed by customer technical support (cts) to perform a reagent pipettor carryover tests. The customer stated it is unknown whether a sample mix-up occurred. Service was declined by the customer, as a preventive maintenance was performed after the event on (B)(6) 2010 a definitive root cause for the event has not been determined to date.